Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/16/2015 with the following findings: display is faint with a red tint. Responsive all keys as no contamination under button contact but keypad is peeling below ok key. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 09/16/2015.